Event description:
It was reported that a patient underwent a total hip arthroplasty utilizing an inserter on (B)(6) 2013. During the procedure, the gears of the inserter fractured while the surgeon was implanting the cup. The surgeon retrieved the fractured pieces from the patient's wound and completed the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that failure mode is likely due to over torque or missed alignment with rear tooth.